Event description:
The customer reported that upon power up the device displays defib failure (cycle power) with error code 01000. After displaying error code 01000 (defib biphase error) and the message / instruction, defib failure cycle power device operation is halted. There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4). Philips presented the customer with a quotation for repair. The customer did not choose to have philips evaluate or repair the device. Based on the customer's report we are considering this a malfunction, but we cannot determine the cause from the available info.